Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was unable to connect to a bag filled with chemotherapy medication. The reporter stated that the bag broke while attempting to connect the set. This occurred during set up. There was no patient involvement. No additional information is available.